Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the no image issue. The smart cable was not recognized when it was connected to test equipment. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would disappear and the cable connector was "loose". The customer reported they were able to isolate the issue to the core smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.